Event description:
It was reported that patient underwent a revision procedure of his inflatable penile prosthesis (ipp) due to herniated reservoir. Reservoir was explanted and replaced in new location. No information about the patient outcome is available at the moment. Additional information was received. Patient experienced discomfort.